Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. From the past similar cases, it is assumed that the event occurred due to the following causes. -the user did not squeeze the control handle until it touched the grip handle. -the user stopped the activation in seal mode before sealing was completed and it automatically stopped. -the output level was not appropriate. The instruction manual of the device has already warned as follows; -when treating a blood vessel and/or tissue, squeeze the control handle firmly until the control handle touches the grip handle to stop. Otherwise, incomplete sealing may cause bleeding. -in the seal mode, the lower output setting may cause degradation of seal performance. -during the seal mode, do not stop activation until the ¿seal complete¿ tone is heard. Otherwise, the target tissue may not be coagulated and may bleed.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an open splenectomy, the subject device was used. The device did not seal the vessel. There was no patient injury reported. No further information was provided.